Event description:
It was reported that the cot was positioned at half height and when the patient sat on the cot the head end of the cot dropped to the ground. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot was positioned at half height and when the patient sat on the cot the head end of the cot dropped to the ground. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer was retrained on proper use of the device.